Event description:
It was reported that the health care professional (hcp) had difficulty interrogating the pacemaker. Troubleshooting was performed however; it was still unsuccessful. Technical services discussed possible causes. A local representative was contacted to check the device. At this time, the device remains in service. No adverse patient effects were reported.